Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller noticed the skin where the sensor was inserted appeared ¿burned¿ so customer was taken to see a healthcare provider. Caller received unspecified ¿advice¿ from this hcp. On (B)(6) 2018 customer was taken to see a different healthcare provider. The hcp stated there was a ¿sort of burn¿ present and noted the presence of dried blood. Customer was prescribed lexxema cream (methylprednisolone, a corticosteroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 caller noticed the skin where the sensor was inserted appeared ¿burned¿ so customer was taken to see a healthcare provider. Caller received unspecified ¿advice¿ from this hcp. On (B)(6) 2018 customer was taken to see a different healthcare provider. The hcp stated there was a ¿sort of burn¿ present and noted the presence of dried blood. Customer was prescribed lexxema cream (methylprednisolone, a corticosteroid). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor patch and no issues observed. Extracted data and sensor state was observed to be 5 (indicating normal termination). Sensor plug was seated corrected. No issues were observed with the sensor plug assembly. Extended investigation has also been performed on the returned sensor and the reported complaint and determined that there was no indication that the product did not meet specification. The adhesive patch was not returned. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. DHR (device history review) for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release.